Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found "build up" on some of the tip collars in the reported problem area of the pipetter assembly. The pipetter assembly was cleaned. The instrument was tested without further roblem and returned to service.